Event description:
It was reported that an ilet user experienced sustained hyperglycemia despite multiple automated correction doses and a recent infusion set and cartridge change, with reported glucose values up to 382 mg/dl while using a contact detach 23" 6 mm infusion set with a dexcom g7. Symptoms included hyperglycemia. Outcomes included the need for user-led corrective actions, including a full supply change, hydration, and ambulation, after which glucose returned to range. Investigation included review of device data and user-guided troubleshooting focused on infusion set and cartridge replacement and behavioral measures. Investigation of this case revealed no confirmed device malfunction, and the event resolved after supply replacement and activity, which is consistent with potential infusion site or set-related delivery issues without definitive root cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.